Manufacturer narrative:
Philips has investigated this complaint. Philips has confirmed with the customer that the procedure was completed successfully. Philips has analyzed the log files of the system. The log files showed error messages that the system detected a table height measurement mismatch during table movements. The philips x-ray system is designed to switch off all table movements when a table height measurement mismatch is detected, which results in a free-floating table. This is why the customer experienced the free-floating table. After the system was restarted, full functionality was resumed and the issue did not recur. Philips has inspected the system on site. Based on the error messages found in the log files the table height potentiometer assembly of the philips ad7 table was replaced. Additionally cables at the base of the table were re-routed to ensure that the errors were not triggered by the presence of cables. The system was checked and returned to use in good working order. Based on the investigation results, the exact cause of the table height measurement mismatch could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that during an emergency st-elevation myocardial infarction (stemi) case, the table lost power and free floated. While the table was free floating, the customer was able to remove the catheter from the patient and after a restart the procedure was completed no harm to the patient has been reported to philips. Philips has started an investigation for this complaint.